Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, no visual inspection was performed. Functional/performance evaluation: the device was not returned; therefore, no visual inspection was performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one electronic photo was reviewed. The photo shows the hub of a vascutrak pta catheter completely detached. The hub markings indicates 7.0 x 250mm. Based on the photo provided, the investigation is confirmed for a hub detachment. Conclusion: based on the photo review, the investigation is confirmed for a hub detachment. The investigation is inconclusive for deflation issues. The root cause for the hub detachment could not be determined based upon the available information. It is unlikely that the event is manufacturing related, as a 100% leak test is performed, a 100% visual inspection of the hub bond is performed, and a 100% line clearance is performed. Labeling review: the current IFU (instructions for use) states: use of the vascutrak pta balloon dilatation catheters: slowly apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. Precautions: fully evacuate the balloon prior to withdrawing the system. Larger sizes of vascutrak balloon may exhibit slower deflation times. If the balloon does not deflate, advance a sheath or catheter over the proximal portion of the balloon to straighten out the connection of the balloon to the inflation lumen. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. The event was reported via medwatch report # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during deflation, in the right common iliac artery, the pta balloon catheter hub allegedly broke. It was further reported that the health care provider was able to maneuver, and deflate the balloon with the use of other tools. Reportedly, the balloon was retracted without further incident and another balloon was used to complete the procedure. There was no reported patient injury.